Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro endoscopic discectomy (med) surgery due to herniation at l4/5. Intra op, the handle of the flex arm was stuck and could not move. It was a product that was delivered after being repaired. The product was sterilized and when an attempt was made to use the product in the operation, the handle was stiff and did not turn smoothly. Even though it was tightened, the arm could not be fixed firmly. When disassembled, handle screw seems slightly deformed. In addition, deformed and scratched on the thread just below handle. There were no complications to the patient as a result of this event.